Event description:
Ous MDR - after an implantation time of about 42 months, it was reported that the patient had experienced a shock when getting out of a taxi. The ICD could no longer be interrogated. The ICD and the lead were exchanged. The ICD was returned to biotronik for analysis. The lead was capped and remains inside the patient.

Manufacturer narrative:
The lead complained about was not returned for analysis.